Event description:
It was reported that the customer intermittently experienced elevated blood glucose levels, cause was unknown. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.